Manufacturer narrative:
The customer's glidescope go monitor was returned to verathon for evaluation along with the glidescope video baton 2.0 large used during the reported event. A verathon technical service representative (tsr) evaluated the returned devices but was unable to confirm the reported image issue. When connecting the monitor to verathon's test equipment and the customer-owned video baton, it produced a normal image and no loss of image was observed. When connecting the customer's video baton to verathon's test equipment, it also produced a normal image. No loss of image was observed when manipulating the connector or flexible portion of the video baton. Both the customer's monitor and video baton passed verathon's device functionality testing and confirmed to be within specification. Upon completion of verathon's device evaluation, the customer was notified of the evaluation findings. A second inspection was requested by the customer and performed by verathon, which also resulted in being unable to confirm the reported image issue. Both the monitor and video baton were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the connector was loose and resulted in a loss of image. No delay in the procedure, use of a backup device, or harm to the patient was reported.